Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. The indication for use was not provided. It was reported a motor stall code was observed on the patient's personal therapy manager (ptm). The event date was provided as (B)(6)2019. The patient had not had a magnetic resonance imaging procedure (MRI). It was indicated the motor stall was active. It was reported the patient had been sleeping on a mattress pad with magnets. The rep reported the ptm code for the motor stall timing matches up with when the patient started using the mattress pad. Troubleshooting could not performed at the time of the call due to lack of access to product. The rep was advised to have the patient follow-up with their healthcare provider to have the pump logs checked and confirm that the time(s) for the motor stall(s) match when the patient is exposed to mattress. It was reported the patient had been experiencing increased pain, but no withdrawals. No further complications were reported or anticipated.